Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #l92j6p.

Event description:
It was reported that during an unknown procedure, the white tissue pad was fallen off. The fallen piece was retrieved by forceps. The broken piece was disposed of. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the device received was returned in good physical condition. The tissue pad was complete in good physical condition and properly attached to the clamp arm. The device was tested with a generator and was functional. As the device activated and cut the test media without any difficulties noted. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. The batch history records were reviewed with no anomalies noted during the manufacturing process.